Event description:
A customer reported that their AED's asi is blank and it will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer did not identify a cause for the AED not powering on. The customer reported the AED was purchased as a refurbished AED. Informed the customer that defibtech does not refurbish aeds and advised them to remove AED from service.